Event description:
It was reported that the patient presented to clinic for a routine follow-up. The pulse generator could not be interrogated and exhibited backup vvi operation. Device replacement would be considered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.